Event description:
It was reported that the patient was experiencing an increase in seizures. The patient's device was previously programmed off during a hospital visit; however, it is unknown if the patient was receiving vns therapy when the increase in seizures occurred. Further follow-up revealed that the patient was seen on (B)(6) 2014. It was reported that the patient's settings were 0.5ma on (B)(6) 2014. It was reported that the device output current was 0.75ma on (B)(6) 2014. It was reported that the patient did not show for her next appointment. No additional relevant information has been received to date.